Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she needed assistance programming her replacement insulin pump. Customer stated that she is in the hospital but it is not diabetes related. Customer stated that she fell and broke her foot. Customer called her doctor's office but they are closed and she does not have all of her settings. Customer was assisted with programming and her blood glucose was 425 mg/dl. Customer stated that she would call her health care professional on monday to retrieve settings for the bolus wizard. Customer received a check settings alarm after inputting the time and date. Customer was able to clear it. Customer stated that the hospital treated for it but not with her old pump. The hospital treated with a manual injection and customer stated that she feels fine.